Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the surgeon activated the device during colpotomy and it was touched against another metal device for an extended period of time. The knife blade fell off outside the patient after being used/activated. No new device was opened as it was at end of case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.